Event description:
It was reported that there was an inverted image.

Manufacturer narrative:
The device manufacturer date is not known. The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Please note; the product catalog number is not known at this time, therefore, the gtin and 510(k) are also unknown. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was an inverted image.